Manufacturer narrative:
The handpiece was received at the manufacture for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the blade mount and a small dent in the housing. Service replaced those parts and repaired and returned the device to the customer.

Event description:
It was reported that the handpiece is overheating. There are no reports of any patient involvement, and no adverse consequences have been reported as a result of this event.